Event description:
The customer reported issues with rem connector. Initial evaluation of the incident unit by covidien found that the rem light went out while nothing was plugged into the rem receptacle. This would allow for the unit to be activated without a rem pad connected.

Manufacturer narrative:
(B)(4). The incident unit has been received and is under evaluation. When the unit evaluation is complete a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. The generator was received and the investigation found the unit¿s rem voltage was out of spec, the rem light was in the off position and activation of the unit was still possible. The investigation identified the root cause of this failure to be the broken torque seal on the potentiometer. The rem circuitry was recalibrated and the torque seal replaced to address the failure. The generator was calibrated and testing found it to function normally and within specifications.